Manufacturer narrative:
Updated reporting institution name, address, reporter name, salutation, product, catalog number, short description and primary ID/UDI.

Event description:
It has been reported that the device has failed a self-test.